Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received battery out limit. The blood glucose level was unknown. Troubleshooting was performed and it was observed that the insulin did not exist and insulin pump did not alarm during no delivery. The product will not return for the analysis.